Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. The acetabular cup remains implanted and was not revised.

Event description:
Legal counsel for patient reported patient underwent a left total hip arthroplasty on (B)(6) 2010. Patient alleges pain, swelling, inflammation, damage to surrounding bone/tissue, lack of mobility, dysfunction, loss of range of motion, metal poisoning, metallosis, and elevated metal ion levels. No revision procedure has been reported at this time. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in the operative report noted patient underwent a left hip revision on (B)(6) 2014 due to pain. Operative report further noted the presence of metal staining of the pseudocapsule, fluid, taper adapter cold-welded onto the stem, debris, greater trochanter fracture, and a vertical cup with no extensive wear. The stem was well fixed. The modular head was removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions.¿ and "intraoperative or postoperative bone fracture and/or postoperative pain." And "inadequate range of motion due to improper selection or positioning of components." And "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2014-04907/04908).

Event description:
Legal counsel for patient reported patient underwent a left total hip arthroplasty on (B)(6) 2010. Patient alleges pain, swelling, inflammation, damage to surrounding bone/tissue, lack of mobility, dysfunction, loss of range of motion, metal poisoning, metallosis, and elevated metal ion levels. No revision procedure has been reported at this time. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.